Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a defect on an intraocular lens (iol) following implantation. The lens was cut, removed and replaced without patient issue. Additional information received confirming no patient harm occurred.